Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio mesh may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgeries for explant of device, adhesions, fistula, infection. Adhesions and fistula is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no medical records have been provided. A review of the manufacturing and sterilization records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010:the patient underwent repair of a ventral hernia. A bard/davol ventrio mesh was implanted in patient during this repair. On (B)(6) 2017: the patient presented to emergency room, abdominal pain and drainage of her prior hernia repair site. A CT scan was performed, which indicated that ¿loops of bowel extended up to the mesh¿there is an enhancing and the tissue extending from this region to the skin surface but no extraluminal air or fluid is identified within this region.¿ the emergency room report documented that the patient had been seen for the past two months for an infection on the lower abdomen that was now likely a fistula. On (B)(6) 2018: the doctor performed a cutaneous fistulogram, which indicated that the patient had an enterocutaneous fistula going from the cutaneous site just beneath the umbilicus to her mesh and then underneath the mesh communicating with a loop of small bowel. (B)(6) 2018: the patient received the fistulogram results at which time she was scheduled for surgery on (B)(6) 2018 to remove the infected mesh. On (B)(6) 2018: the patient underwent surgery performed to remove the infected mesh. The surgeon found multiple loops of small bowel and colon adherent to the ¿significantly deformed¿ mesh. There was a serpiginous piece of small bowel that was stuck underneath the mesh, which was resected. The doctor performed a small bowel resection, anastomosis, extensive lysis of adhesions, removal of the ¿chronically contaminated and infected mesh¿, and a flap advancement repair of the fascial defect with placement of a non bard/davol lifecell strattice biologic mesh. The patient was discharged from the hospital on (B)(6) 2018. On (B)(6) 2018: the patient presented to emergency room with pain and redness around the drain site from her surgery on (B)(6) 2018. A CT scan showed a loculated collection in the anterior abdominal wall, which were thought to represent an abscess, seroma or hematoma. The patient was admitted to the hospital. On (B)(6) 2018: the patient underwent an ultrasound-guided abdominal drain placement with removal of the purulent foul-smelling fluid. The patient was discharged from the hospital on (B)(6) 2018. As alleged, patient continues to experience complications related to the ventrio mesh and will likely require additional surgeries to repair the damage from the ventrio mesh. The patient has suffered and will continue to suffer physical pain as well as mental anguish. The ventrio mesh implanted failed to reasonably perform as intended. The ventrio mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventrio mesh was initially implanted to treat. As alleged, patient was caused to suffer severe personal injuries, pain and suffering and other damages. The patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventrio mesh.